Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that the tubing or stop cock is admitting air into the system, which is sending flow back to the pts head. They are also claiming that the system had a transducer attached, which indicated that the pt's icp was 20.